Manufacturer narrative:
Continuation of concomitant products: 438-35s lead, implant date: unknown. 0148 lead. Implant date: unknown. 4542 lead, implant date: unknown.

Event description:
It was reported that approximately two weeks post implant of the cardiac resynchronization therapy defibrillator (crt-d) a device pocket epidermis infection was noted. The cardiac resynchronization therapy defibrillator (crt-d) was explanted. No further patient complications have been reported as a result of this event.